Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on connector j2 inside of the front therapy electrode. The root cause for the intermittent connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt.

Event description:
While investigating a electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt failed an incoming functionality testing.